Event description:
It was reported that a 72-year-old female patient underwent a breast augmentation revision surgery with 600cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed via magnetic resonance imaging. As a result, the patient underwent removal on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2022-15182 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 13, 2023, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel bleed were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 19, 2022, mentor received additional information. The patient's date of birth was updated to (B)(6) 1950. The patient's height was updated to 5.2 feet. The patient's weight was updated to 118 lbs. It was reported that the patient developed silicone lymphadenopathy in both axilla regions. During the explant procedure, both implants were found to be intact. As such, rupture is no longer applicable. Granuloma formation in both axilla regions was interpreted as microscropic diffusion of silicone gel through the breast implant elastomer shell (gel bleed) bilaterally. The patient's prostheses were replaced with 650cc mentor memorygel breast implants. On december 22, 2022, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).